Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Can you clarify what seem to be the problem? Were the luer locks broken/damaged or was the laparoscopic tip defective? Are there pictures of the damaged device available? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic nephrectomy procedure on an unknown date and a fibrin sealant preparation device was used. After attaching the white part of the assembly, the scrub tech attempted to attach the fibrin sealant preparation device and it would not attach properly. Another fibrin sealant preparation device was used to complete the procedure successfully. No adverse patient consequences were reported. Additional information was requested